Event description:
It was reported by the patient's wife that the patient experienced two shocks while making the bed. She also reports patient is feeling ok except for soreness in the implant area. Additional information received indicates that the lead was replaced due to an apparent fracture. The physician reported that the patient was in a "serious atv accident which may have prefaced the fracture." There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed.